Event description:
Anonymous voluntary medwatch form received via cdrh, with an attachment stating "specific problem-faulty bolus cord led to spontaneous bolus without pt or practitioner request. No pt harm". Unable to obtain further info, due to anonymous reporter.